Event description:
Related manufacturing reference number: 2017865-2022-08292. It was reported that a patient's pacemaker and ventricular lead exhibited noise which led to oversensing. No intervention was performed, the patient would continue to be monitored. The patient was stable throughout their interrogation.

Event description:
New information received notes the right ventricular (rv) lead is exhibiting lead noise. Patient was brought to clinic on (B)(6) 2023 and noise was reproduced by manipulating the pocket. No intervention was performed, the patient would continue to be monitored.

Event description:
Additional information received noted that there was a reoccurrence of noise oversensing identified through remote transmission. No interventions were performed. There were no patient consequences.